Manufacturer narrative:
Pump had blank display due to faulty interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test,displacement test or verify unexpected restart alarm due to blank display. No high pitch noise anomaly noted. Pump had minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s pump keeps alarming unexpected restart. She said that her pump was making a high pitch noise and she took the battery out many times and it keeps giving her alarming unexpected restart alarm. Their blood glucose was unknown. The customer stated that this is the second reoccurrence of the alarm ¿ the other happened in april. During troubleshooting, the customer left battery out for two hours, put a fresh one in and received another unexpected restart alarm. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the pump needed to be replaced. The insulin pump was returned for analysis.